Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The patient reported overstimulation. When lying on his back, the thing went off, vibrating his legs terribly. This didn't occur when laying on his side. He tried to adjust stimulation but he couldn't get it to go up or down. This stimulation change was reported to be related to positional movement. No trauma/falls were related. The device was checked with the patient programmer (pp). Stimulation was on and group a was active. It showed the patient to be upright with adaptive stimulation on. There was no number indicating amplitude on the screen. The patient then had the ability to change stimulation and this resolved the issue. The patient decreased stimulation, tried to lay down, and then turned stimulation off. He did not need it overnight and would turn it off before going to bed. The patient was aided in finding an appropriate group to change to for upright position, turn stimulation back on, and adjust until comfortable. The patient was also aided in making sure he would be able to turn stimulation off and on when he wanted to. The vibrating in the legs and the inability to adjust stimulation was noted to be sudden. Relevant medical history included spinal pain. Follow-up was performed to determine what actions were taken to resolve the overstimulation and vibrating legs. This event will be updated if additional information is received.